Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to faulty construction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings were damaged, had fallen apart and were missing on the attachment device. It was noted that the cage not present and the extension sleeve was damaged on the device. It was further determined that the device failed pretest for cutter insertion and temperature. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as april 11, 2017 in the original report and has been updated to may 8, 2017. Further investigation of the device determined that the bearings were worn out and loose creating a situation where the cutter device was not able to be inserted, hence, the device failed cutter insertion assessment. It was further determined that this was because the bearings were no longer in axial alignment not allowing the cutter device to pass through. Therefore, the reported condition was confirmed. The assignable was updated from faulty construction to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.